Event description:
It was reported that a patient presented remotely via merlin. Net, the pacemaker (pm), the right ventricle (rv) and the atrial leads exhibited noise over sensing. An inappropriate mode switch was triggered. No intervention or procedure were performed. The pacemaker and both leads will be monitored. The patient was stable throughout.